Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that an universal serial bus (usb) drive was inserted into the programmer, however when the clinician was actively saving to portable document format (pdf) file for numerous pdf reports, the programmer crashed with an error message. The programmer remains at the physician¿s office. There was no patient involvement indicated.